Manufacturer narrative:
Per supplier investigation, DHR was reviewed and no problem was documented. All qc checks show process check results were good. Records for final release testing was reviewed and confirm the samples tested were qualified from tip and eyelet. In summary, a variety of reasons may lead to pain and bleeding, however no details on insertion process or user¿s disease history was provided. No return sample was provided. The manufacturing and inspection process followed all procedures no and no defects on retention samples were present. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
D2a: common device name: ultra male 16in coude tip 12. D2b: procode: kod. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
Consumer states "he has been cathing for years starting in 2015 after he was diagnosed with prostate cancer and then he started cathing up to 10 x a day in 2020. He also has a very enlarged prostate stating his urologist said his prostate "could win the state fair award". He said he has chosen watchful waiting for his prostate cancer despite being suggested chemo/ radiation / surgery options by his urologist. He has used this catheter for a very long time and this is his preferred product. He said typically this catheter does not cause him bleeding it is comfortable for him but he feels like he sometimes he gets bad boxes - as he reported in november and now recently in his order he has 2 boxes that he feels the majority (about 7 out of every 10 tried in an affected box) are defected as he has a lot of bleeding with use. He believes they have a "burr" on the tips, like the very tips of the catheter aren't polished well. He said inserting them into his urethra he has no difficulty at all but those with suspected defect, he feels a "sharp pain" as it enters the bladder with these and that is when the bleeding is noted. He said the bleeding is quite "profuse" as noted in the output and then he will milk his penis to get out any remaining blood. He said at next cath he will "spurt some blood" have some blood clots come out but if he uses another catheter from the same defective lot he will often note more bleeding, if he switches to another lot it clears up and he doesn't have that same sharp pain getting into the bladder. This is why he believes it is the product that is defective, not anything to do with his anatomy. He has never examined at or felt the catheters he feels is defective after use. He has never felt them with his hand after at the tip to confirm this "burr" he suspects as it goes into his bladder. He has never seen a "burr" either as he has never visually examined them with this suspected defect. He performs pelvic floor relaxation techniques like deep breathing when catheterizing he said. He does not want to try alternative products he likes this catheter as he majority of the time he has used it which has been a long time, he likes this product. He has trialed coude tips in the past and hydrophilic and he does not like them. He said he has told his md about these bleeding occurences and "they didn't suggest much." He is doing well now on a different lot of these catheters."